Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Report inconclusive. No evaluation was performed as the device was not returned. If the device is returned in the future, product analysis may be performed. Multiple warnings are included in the ipc user manual including: heavy side loads and/or long operating periods may cause the device to overheat. Do not use an overheated device, as it may cause thermal injury to the patient or operator. Use adequate irrigation. The use of tool without irrigation may cause an inordinate amount of heat buildup resulting in a thermal injury to tissue. Depending on the amount of irrigation used the drill bits and saw blades can achieve temperatures in excess of 50°c. Do not attempt to change a dissecting tool, saw blade, or attachment while the motor is running, or when the motor or attachment is in an overheated state. Smoke and/or excessive heat may be generated if attachment is not in the fully locked position. This may result in thermal injury to the surgeon or staff. We will continue to monitor this complaint type for trends. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the customer that during the procedure, the electric motor "burned up." There was no patient impact, but the case was cancelled. On initial follow up the event date was provided. The event was described as the motor with bur was used to cut a titanium plate. The initial reporter name, title and contact information was provided. It was reported that there was no injury to the user when the event occurred. The surgery was rescheduled for (B)(6) 2017. On follow up with the initial reporter it was reported that the surgeon was using his preferred devices (not midas rex) to perform the extraction of a titanium plate from the patient¿s knee. The first devices ended up breaking during the procedure. The surgeon then switched to the midas rex em200 with a metal cutter as a last option to complete the procedure. During the heavy use of the midas rex, the motor overheated. Since there was no other options for the surgeon to complete the removal he decided to abort the procedure and reschedule it when the facility had new product replacements. It was also reported that the second procedure was completed on (B)(6) 2017 with no issues and the patient is doing fine. The physician¿s name was also provided. On final follow up the ID of the metal cutting tool was provided.

Manufacturer narrative:
Report confirmed. The report of burned up, or seized was confirmed, as the drive shaft was broken. However, the report of overheating could not be confirmed, as the motor could not be tested due to the broken drive shaft. The broken drive shaft would not rotate the tool, preventing the use of the motor. The motor rotated, but a tool would not turn. It was also noted that the collet was corroded; the rear bearing was worn and the cable was cut. The likely cause of these types of failures is due to inadequate preventative maintenance. Multiple warnings are included in the ipc user manual including: heavy side loads and/or long operating periods may cause the device to overheat. Do not use an overheated device, as it may cause thermal injury to the patient or operator. Use adequate irrigation. The use of tool without irrigation may cause an inordinate amount of heat buildup resulting in a thermal injury to tiss ue. Depending on the amount of irrigation used the drill bits and saw blades can achieve temperatures in excess of 50°c. Do not attempt to change a dissecting tool, saw blade, or attachment while the motor is running, or when the motor or attachment is in an overheated state. Smoke and/or excessive heat may be generated if attachment is not in the fully locked position. This may result in thermal injury to the surgeon or staff. The preventive maintenance/service manual for the legend system specifies service intervals for devices based on the hospital usage level. The maximum specified service interval is 24 months. This device has been in use for over 33 months with no record of factory service during this period. We will continue to monitor this complaint type for trends.